Manufacturer narrative:
One fast fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the device showed no ts or suture remain on the delivery needle but were returned. Examination of the construct shows the suture has been cinched, both ts remain on the suture and show no abnormalities. The delivery needle is bent on two planes. The actuator is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a meniscus surgery after t1 was implanted, when prepared to advance t2, t2 had a premature detachment. The procedure was completed with a backup device with no delay or patient injury reported.